Event description:
Lead explanted due to inappropriate therapy due to lead noise. Should additional information become available, it will be added to this file.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The analysis showed multiple abrasion marks along the lead. In particular 51.5 cm distal to the is-1 connector pin the insulation was found rubbed through, which is assumed to be the root cause of the reported oversensing leading to inappropriate therapy. Based on the characteristics of this damage, it is reasonable to assume that the lead had been subject to severe mechanical stress in the implanted state. Significant lead motion in the area of the tricuspid valve and interaction with atypical tissues should be taken into consideration. Further analysis revealed a deformed rv shock coil and bent fixation helix. The inner coil was found fractured directly next to the is-1 connector pin, which most likely resulted from over rotation during the retraction of the fixation helix. These damages most likely resulted from the extraction procedure. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this device were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. In conclusion, the analysis did not reveal any sign of a material or manufacturing problem.